Manufacturer narrative:
The product was visually inspected in the laboratory of the manufacturer. On the blood inlet and blood outlet side no clots were detected. During rinsing no clots were flushed out. The product was cleaned with sodium hypochlorite solution. No other abnormalities were detected. Affected product: basic lot 70115774 and packaging lot 70115755 (serial number (B)(4)). The avz from (B)(4) was reviewed on 2017-10-12. There were no references found, which are indicating a nonconformance of the product in question. Additionally a review of the weekly performance monitoring according to (B)(4) has been reviewed (dms# (B)(4)), the performance tests passed the acceptance criteria. Thus the reported failure could not be confirmed at this time. Based on the results obtained during investigation at this time the cause of the reported incident was determined to not be attributed to a device related malfunction. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The failure was determined to be the first of its kind and is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It has been reported that 20-30 min after the product inserted to the patient, while rpm 2400 and lpm was 4800 ml/min/m2, lpm was decreased to 0,50 ml/min/m2 although rpm was not set lower. Insufficient stream was determined by the hospital (act value 780). Due to the failure, replacement was performed and problem was fixed. The claimed product was delivered to the dealer for investigation. (B)(4).